Event description:
The health care provider (hcp) reported the patient did have perioperative antibiotics administered and noted that the patient had debilitated status as a risk factor prior to implant. The patient experienced symptoms of redness, drainage and pocket erosion; the location of the infection was the device pocket. It was indicated that the patient tore the device pocket open. A culture of the pocket revealed (B)(6). The patient was treated with IV antibiotics. At follow up appointments he was noted to be well healed. The patient outcome was noted as no drug withdrawal. The pump was used to deliver dilaudid

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # l56463, implanted: (B)(6) 1999 explanted: (B)(6) 2012; neuro accessory model # 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell and was lying on the device for five days. Per the reporter, the patient developed an ulcer and therefore an infection as a result of the fall, not due to the device. The device was explanted. Additional information has been requested but was not available at the time of this report.